Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead with connector pin measuring 5.8 cm was returned for analysis. Insulation degradation was noted at 4.5 cm and 4.8 cm from the connector pin. The outer insulation was noted to be torn at 4.7 - 5.2 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.